Event description:
The operator of a vitros 5,1 fs chemistry system observed biased high quality control results with vitros valp slides. The laboratory reporter three vitros valp patient results during the event and repeat analysis determined that two of the patient results were biased. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostic inc..

Manufacturer narrative:
The customer reviewed instrument error codes, generated during the event, which directed the customer to replace the secondary metering proboscis. The replacement of the proboscis returned the device the expected operating condition. The investigation into this event concludes that the root cause was instrument related.